Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 129 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. Unable to verify prime alarmed perform the prime test, occlusion test and no delivery test due to motor error alarm. Device had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.